Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a remote interrogation for an implantable cardiac monitoring (icm) device. Post- sensed t-wave over-sensing was noted which lead to false tachycardia detection. No intervention was performed. There were no adverse patient consequences.